Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted on 2014-(B)(6) and within 24 hours there was an infection in ¿encephalic.¿ it was noted the patient was hyperpyrexia. It was further noted the patient was under anti-infection treatment, but was still hyperpyrexia. It was later reported the surgery was okay. It was noted the healthcare professional did a bacteria culture and there was no bacterium cultured. It was further noted the patient had anti-infection and drainage tube treatment. The reporter stated the infection was controlled and the system was not explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the cause of the infection was not determined. The infection resulted in increased cerebrospinal fluid and pus. The infection was controlled and the patient left the hospital.